Event description:
Reportedly the post-operative knee arthroscopy patient had been using the pump for pca therapy and received morphine for pain. The patient received 10 mg from 11 am to 2:12pm when she was given 0.5 mg of narcan and had been given phenergan at 1:35pm also. At the time the narcan was administered the pt. Had respirations of 4 breaths per minute. She recovered immediately. No sequela reported.